Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during the initial drain on the homechoice (hc). The home patient was connected at the time of the event. The registered nurse (rn) stated a clamp was left opened on an unused supply line. The technical service representative explained proper procedures to the rn and advised the rn to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.